Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer stated that there were strange numbers appearing on the screen of their insulin pump. The customer was admitted to the hospital for unexplained high blood glucose. Details of the hospitalization were not provided. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. New infusion sets were sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.